Event description:
Pt was admitted for revision of right hip, secondary to pain and instability, from possible loose components. Pt had gone to in-pt rehab after surgery, and according to md "therapy was too agressive and messed up the screw placement." In accordance with hosp policy, the components removed are not available for release.